Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/26/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device, a tear was observed in the posterior view measuring approximately 0.5 cm within the rupture an area of siltex cracking was noted. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 350cc mentor siltex round moderate profile memorygel breast implant catalog: 3543507 lot: 214340. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 350cc mentor siltex round moderate profile memorygel breast implants experienced right sided rupture post procedure. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed right side breast rupture. As a result, the patient underwent removal and replacement with a 215cc mentor smooth round moderate profile memorygel breast implant on (B)(6) 2019.